Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had reservoir cap was loose and unable to closed all the way. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with scratched case and pillowing keypad overlay. No damaged, loose or missing retainer noted. The p-cap does lock properly. (B)(4).